Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer had non-recoverable 17 at power up. The customer power cycled the system encircled the breaker on the tower. The customer verified that there were no hdmi cables connected to the rear of the vision tower. Upon powering the system back up we got a 319 error that was pointing to the vdcx node. There was no patient in the room at the time of the call and the procedure is not due to start for another 45 minutes. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate the reported issue. Fse replaced pn: 658990-26 video image processing (vip) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue was confirmed but could not be reproduced. Error logs on artemis/lighthouse were reviewed and confirmed that error 17 did trigger along with error 319, pointing to the vip board. Upon visual inspection, no issues were found related to the reported event. The unit was installed on the known good in-house system, and no errors were triggered at startup. The system was power cycled multiple times, and no issues were observed. The system was left idle for an hour, and still no errors appeared. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue. The probable root cause is attributed to component failure of the vip board.